Event description:
Report received from (B)(6) stating "surgeon reported an aspiration surge during procedure. No pt injury reported. No medical intervention required."

Manufacturer narrative:
The unit was inspected by a b+l field engineer. No issues were found. The system performed within specifications.